Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found optic deformed and haptic torn/deformed. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).